Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert for a steady and gradual rise of impedance. Then, subsequently, high impedance was measured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d154vwc implantable cardioverter defibrillator (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.